Manufacturer narrative:
The facility provided the laboratory test result confirming the reported (B)(6) contamination. The heater-cooler system 3t was returned to livanova (B)(4) to undergo deep disinfection. The deep disinfection procedure was completed successfully on (B)(6) 2017 and subsequent functional testing was completed without issue. Corrective actions are in progress for this type of issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Through follow-up communication with the customer, sorin (B)(4) group learned that the samples were taken before the cleaning procedure was completed. The customer stated that the unit is still in use and is used within the operation theatre. The facility plans to return the device to sorin group (B)(4) for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t tested positive for mycobacterium chimaera. The report stated that the unit is used on a daily basis and is disinfected weekly with daily water changes. There is no known patient involvement.